Event description:
The customer complained of a questionable elecsys progesterone iii result for 1 patient and a questionable elecsys pth stat immunoassay result for 1 other patient tested on a cobas e 411 immunoassay analyzer. From the data provided, only the issue with the pth stat results was a reportable malfunction. The specific date of the event was not known and is only an approximation. The customer stated that the event occurred 1 to 2 weeks prior to their reporting of the event. The initial pth stat result was 17 pg/ml. The same patient sample was tested on another analyzer and the pth stat result was 300 pg/ml. The erroneous result was not released outside of the laboratory. There was no adverse event. The pth stat reagent lot was 302670 with an expiration date of may-2019. The field engineering specialist was unable to find a root cause. He checked all adjustments of the sample and reagent probes. He ran performance and precision testing with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
Based on the acceptable calibration and qc data, no reagent issue is indicated. The investigation did not identify a product problem. The cause of the event could not be determined.